Manufacturer narrative:
Investigation summary: bd received 2 samples and 2 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for foreign matter (dirty cap) and excessive banding ink (dirty tube) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of foreign matter (dirty cap) and excessive banding ink (dirty tube). Bd was not able to identify a root cause for the indicated failure modes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty tube x1. Dirty cap x1.